Event description:
The device was removed and replaced due to the patient's complaint of halos and glare. Halos and glare are a known and labeled possible side effect of implantation of the device.

Manufacturer narrative:
Returned lens met manufacturing specifications. Manufacturing records were reviewed and no deviations noted.